Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed power system error detected. Customer's blood glucose level was 175 mg/dl at the time of the incident. It was reported that the customer was provided guidelines on how to resolve the issue but there was no indication that the alarm was resolved during the call. The customer called back and reported that power error detected alarm occurred again within a week of previous troubleshooting. No additional troubleshooting was performed and no indication that the issue was resolved. The insulin pump will be returned for analysis.